Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a pacemaker device experienced episode of dizziness, while extending her arm. During interrogation of the device, the physician noted loss of capture, pauses greater than 3.5 seconds, and multiple atrial tachy responses (atr). A technical service (ts) consultant reviewed the device data and recommended additional testing, and x-ray imaging. The device remains implanted. No additional adverse patient effects were reported.